Event description:
The patient was implanted with the charite artificial disc. It was reported that the bottom charite endplate (l4/l5) had migrated. A revision was performed as a result and the device was removed and the patient fused. A surgical intervention occurred; therefore an MDR report is being filed to document this event.

Manufacturer narrative:
Visual examination under magnification found no discrepancies. When assembled, the device allows for a full range of motion. Some deformation of the sliding core and endplate was noted; however this is not unexpected based on the migration of the device and the process of removal. A dimensional analysis was conducted and all dimensions that could be inspected were found to meet specification. No conclusion can be made at this time. No connection could be made between the reported event and any shortcomings of the device.